Manufacturer narrative:
The implicated device was collected by (B)(4) and sent to (B)(4) (canister contract manufacturer) for evaluation. A follow-up report will be submitted after the product evaluation has been performed. It is assumed that the consumer suffered an injury to the eyes. However, no additional information was provided regarding medical intervention.

Event description:
A consumer reported that his wife used the (B)(4) verruca and wart remover to treat 4 separate verrucae on his daughter's feet. Each wart was treated one right after the other. After his wife put the product back in the box, the can sprayed in her eyes and face. The consumer's wife subsequently sought medical attention.